Event description:
It was reported that a patient was implanted with an extra-articular distal humerus plate and screws to treat a supra condylar distal humerus fracture on an unknown date. It was discovered later on an unknown date that there was non-union of the fracture and two screws distal to and four screws above the fracture site were broken. All six screws were broken at the plate/screw interface. During the revision surgery on (B)(6) 2014, all six screw heads were removed; leaving the broken screw shafts within the bone. The original plate was left in place with new locking and cortex screws placed to stabilize the fracture site after removal of all fibrous tissue. The surgery was successfully completed with no surgical delay. This report is for 4 unknown cortex screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 unknown cortex screws. Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn because the complaint product was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.